Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptom as nausea for high blood glucose value. Customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.